Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used during a procedure performed on (B)(4) 2021. It was reported that the balloon had a hole and it would not inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.